Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery to the atrioventricular branch. A 10 mm x 2.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the lesion was difficult to cross and the device ruptured during the first ballooning at 6 atmospheres. The device was simply removed and the procedure was competed with a different device. No patient complications reported.